Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high blood glucose for the past two days. Troubleshooting was performed. The customer's recent glucose reading was 301 mg/dl, and he has treated with the insulin pump and manual injections. The customer stated that the infusion set was changed several times to resolve the issue. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. No further information was provided.